Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) is not performing as expected and fluid loss was confirmed. Therefore, the patient is unable to achieve an erection. The patient will have his device replaced and is considering a malleable prosthesis. The patient requested more information about the malleable penile devices.